Event description:
Customer reported, she was hospitalized for high blood glucose. Customer stated the insulin pump is erasing all her settings after battery change. No further details provided at time of call.

Manufacturer narrative:
Device evaluation not completed as of the date of this report.